Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve, on resection of the stomach, the surgeon was able to pressed the green and squeezed the handle but was not able to fire the stapler twice. They changed the handle with another one to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.